Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens noted. The insulin pump had a cracked case at display window corners, cracked reservoir tub, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was on vacation and received a failed battery test. It was also reported that insulin pump was frozen and buttons were not responding. Troubleshooting could not be done on insulin pump as it was not available. Caller was advised that insulin pump would be replaced. No further information provided.